Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade not specified, rupture.

Event description:
Healthcare professional reported right side "breast deformity. Pain," "pain per capsular contracture and burning¿ and per ultrasound "signs of intracapsular rupture" baker grade not specified. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 1380574 and catalog number 340 g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Sensation increase/decrease: unable to observe as it is a medical event that is not related to the device. Reason for reoperation: capsular contracture, baker grade iii-IV, and rupture.

Event description:
Healthcare professional reported right side "breast deformity. Pain," "pain per capsular contracture and burning¿ and per ultrasound "signs of intracapsular rupture" baker grade iii-IV. Device has been explanted.